Event description:
Pt states that she has used inhalers for at least 2 years, but recently the inhalers are malfunctioning, when the lid is twisted, it clicks but does not line up with the counter and counter goes to zero, medication still comes out but she does not know how much is being released/accuracy of dose. Dose, frequency & route used: use 1 inhalation twice daily. Therapy dates: (B)(6) 2010.